Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Photographs of the samples were received for evaluation purposes related to the cracked/broken condition of the overpouch. Visual analysis was performed on the photos received. The photos revealed that the pouch paper was torn; therefore, the reported problem was confirmed. The root cause was the movement of rigid components in the pouch during the packing of the sets into the carton boxes. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) a solution administration set that had a torn overpouch. The condition was identified before patient use. There was no patient injury or medical intervention associated with this event. This is report 6 of 10 of the same reported problem from this facility. No additional information is available.